Event description:
It was reported that patient with this left ventricular (lv) lead experienced light chest pressure and heart rate (hr) reading was in the 30s but did bounce back up. Health care professional (hcp) had an interrogation and noted there was a check lv lead message. Boston scientific technical services (ts) discussed that lv pace threshold was off, lv impedance was stable and in range however, lv intrinsic amplitude had a measurement which is considered out of range (oor). Lv message not likely related to patients reported symptoms. Presenting electrogram (egm) is showing biventricular (biv) tracking with good capture on both right ventricular (rv) lead and lv egms. Health care professional (hcp) will consult with the provider. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).